Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented. A root cause could not be identified. Based on the results of the investigation, it is likely that the event image did not output due to the component failure of the universal cable and the dented rigid tube occurred due to the component failure of the rigid tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received: the event occurred during device inspection.

Event description:
It was reported that the image did not output on the rigid video scope. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.